Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.

Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis of the returned programmer showed that the flat cable which connects the video board to the carrier board is worn out, which explains the reported issue.

Event description:
Reportedly, abnormal colors and lines are intermittently displayed on the programmer screen, making it impossible to read.